Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2023-04090 and 3006705815-2023-04092 it was reported that the patient's leads were fractured following a traumatic event and the patient was experiencing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2023 in which the leads and ipg were explanted and replaced to address the issue.

Manufacturer narrative:
The report of ¿high impedance due to fractures resulting from a fall¿ was not confirmed. Analysis of lead b found it was cut during the explant procedure and only the terminal end segment was returned. As only the terminal end of the was returned, the lead model could not be verified. This returned portion of the lead was tested for continuity, from the contacts to corresponding bare wires and no opens were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.